Manufacturer narrative:
The stent remains in the patient. The lot number was provided. Review of the device history is forthcoming. A follow-up will be submitted with any relevant information.

Event description:
Device malfunction: none. Symptoms/ae: neurological event. Time of ae: after the procedure. It was reported that three days post an uneventful right common carotid artery stenting procedure, the patient experienced transient right visual loss and headache. A transcranial doppler and a CT angiogram of the head and neck were done and found to be negative. A carotid ultrasound demonstrated a widely patent stent. Per the physician, the probable diagnosis was a transient monocular ischemia secondary to a platelet thrombin embolism. The patient was admitted and treated with a heparin drip. Four days post procedure all symptoms were resolved and the patient was discharged to home. Although requested, there is no additional information available. Study event.